Event description:
It was reported the single use biopsy valve had broken but did not fall off. It was not specified during what type of procedure the reported event occurred. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Correction is being made to b5 and previously submitted g3 - date received by manufacturer, for the initial submission. The correct date was 08/08/2025.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a stress related component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the case, the rubber seal ring inside the single use biopsy valve fell off. There was no falling off inside the body. The procedure was completed after changing to a different device. There was no patient injury or medical intervention associated with this event.

Event description:
During the case, the rubber seal ring inside single--use biopsy valve fell off. There was no falling off inside the body. The procedure was completed after changing to a different device. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.